Event description:
According to the event description: when removing the venous catheter, the nurse noticed that the catheter was broken. A piece of the catheter was stuck in the vein. Reportedly there was significant difficulty in removing the piece of catheter remaining in the vein. The fragment was removed with clamp.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR): reviewed the device history record for batch number 23g24g8273 and there were no defect encountered during in process and final control inspection. Sample evaluation: received one (1) pc of introcan safety 2 wl pur m 20gx32mm - EU without packaging. Observed the capillary had been broken off into 2 pieces. The tear off part pattern was a clean cut and the capillary was measured at around 28mm. As communicated in IFU, warning section stated that: do not re-use. Re-use of single-use devices creates a potential risk for patient or user. It may lead to contamination and/or impairment of functional capability. Contamination and/or limited functionality of the device may lead to injury, illness or death of the patient. In the case of an unsuccessful IV catheter placement attempt, remove the needle first to activate safety mechanism, then remove the catheter from patient and discard both. Never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter. Do not use scissors or sharp instruments at or near the insertion site. Reviewed assembly process: this product is assembled on automated assembly machines equipped with 100% vision system and test stations. Defective parts found out of the vision system criteria will be detected and rejected automatically. The process cards for the complaint batch show no abnormality. Conclusion: the returned sample was inspected and tear off capillary was observed. Batch analysis results show no such defect captured for the complaint batch. This defect is not due to manufacturing process. The tear off capillary shows a clean cut and is likely cut by a sharp tools. Complaint is not confirmed. We thank you for the opportunity to investigate and clarify this complaint. Should you need further clarification, please contact us for assistance.